Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
28 gauge 20 cm PICC inserted to 19 cm on (B)(6) in left saphenous. No issues x 8 days. On (B)(6), noted to be leaking serosang fluid. PICC undressed and noted to be leaking at point where catheter meets wings. PICC removed and flushed, confirmed leaking at this place. Copied from rls: single lumen 28 gauge, 20 cm PICC with stylet inserted (B)(6) 2020. No issues for 8 days. On (B)(6) 2020 PICC noted to be leaking. Undressed as per policy. PICC leaking at connection where catheter meets/connects to wings. PICC removed as no longer intact.

Manufacturer narrative:
We received the catheter connected to a needle-free connection system as a sample. It is not possible to flush the catheter as it is occluded. The microscopic examination shows that the catheter tubing was partly torn out at the fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress and/or degradation of the catheter material pur due to the use of alcohol-based disinfectant. Pir states the customer used chlorhexidine alcohol-based disinfectants. There is a statement in the product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants." Furthermore, a warning leaflet is provided in each blister which declares: "never use organic solvents such as alcohol directly on the catheter, it may weaken the material. If an alcohol-based disinfectant is used on the insertion skin area, it must dry completely before exposing the catheter to any mechanical stress." From previous complaints we are aware of various possible causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line can result in a tensile fracture routine care - when lifting the baby to change bedding stress can be placed on the catheter resulting in a tensile fracture movement - the baby themselves can catch the line, normally with a foot, during movement. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force for the involved junction of catheter and extension line (wing) was between 2.62 n and 3.58 n and therefore within our specification (1.5 n). Visual tests and incoming goods inspections are carried out. There are four further complaints for batch 8037971, three further complaints for batch 8040926 and two further complaints regarding a leaking catheter at the junction on code 4g07126104 within the last three years. As the catheter worked well for 8 days, we do not believe this defect is a manufacturing related. Therefore, no further corrective action is initiated by quality management. Corrective action: as the catheter worked well for 8 days, we do not believe this defect is a manufacturing related. Therefore, no further corrective action is initiated by quality management. This failure will be monitored for future actions.

Event description:
28 gauge 20 cm PICC inserted to 19 cm on (B)(6) in left saphaneous. No issues x 8 days. On (B)(6) , noted to be leaking serosang fluid. PICC undressed and noted to be leaking at point where catheter meets wings. PICC removed and flushed, confirmed leaking at this place. Copied from rls: single lumen 28 gauge, 20 cm PICC with stylet inserted (B)(6) 2020. No issues for 8 days. On (B)(6) 2020 PICC noted to be leaking. Undressed as per policy. PICC leaking at connection where catheter meets/connects to wings. PICC removed as no longer intact.